Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received one non-lifevest defibrillation prior to passing. Per review of the patient's download data, at 09:50:52 on (B)(6) 2021, the patient's rhythm was af/idioventricular rhythm from 50-30 bpm degrading to asystole. The patient's rhythm then transitioned to an idioventricular rhythm at 30 bpm with pvc's. The rhythm then degraded to vt from 140-150 bpm with CPR/motion artifact. The rhythm dropping below the patient's treatment threshold and CPR/motion artifact prevented the lifevest from treating the patient during this time. The rhythm then degrades to vf with CPR/motion. At 9:54:42, the electrode belt was disconnected while the patient's rhythm was vf with CPR/motion artifact. It is not known who disconnected the electrode belt. At 9:54:53, the electrode belt was reconnected. At 9:57:51, an arrhythmia was detected by the lifevest. The patient's rhythm was vf with CPR/motion artifact. The patient then received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR/motion artifact. The post-shock rhythm was asystole for 4 seconds. The patient's rhythm then transitioned to sinus rhythm at 70 bpm with pvc's and CPR/motion artifact. From 9:58:20 until 11:46:22, the patient's rhythm was af from 130-150 bpm with CPR/motion artifact. The rhythm then slows to af at 140 bpm. The lifevest was shut down at 11:46:22. The patient reportedly passed away on (B)(6) 2021 while not wearing the lifevest. As the patient passed away within 24 hours of the event, and it is not known who disconnected the electrode belt during the treatable arrhythmia, making the determination that this event is reportable. There is no indication that a device malfunction caused or contributed to the patient's passing.